Event description:
The suspect device result was over 400 mg/dl. The user went to the hospital and patient's glucose was 110 mg/dl. Controls were not used. Patient said patient's meter needed to be calibrated. Patient had used expired test strips. The device was replaced and requested to be returned for evaluation.